Event description:
The pt experienced vomiting after refill. Per the reporter, the catheter moved out of the spine and they experienced withdrawal. There was a knot that protruded from the pt's body near the tip of the catheter and there was fluid on top of the device. The reporter stated the 'pump is protruding from her body and rejecting' (unspecified). The reporter also had concerns regarding medical management; they stated that the 'pump was not working for a long time'; they were not getting pain relief. A dye study was performed; results showed a catheter break. The device was explanted. There were reports of withdrawal following explantation; symptoms of vomiting and nausea were noted. The pt stated they did not want their device explanted. Additionally, the pt reported having 'several heart attacks' since device removal due to lack of therapy. The reported drug in the device is dilaudid. The pt outcome was reported as recovered without sequela. A follow-up will be sent when additional info becomes available.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.